Event description:
Healon 0.85 ml from pharmacia-upjohn, as the physician was injecting healon into the pt's left eye a foreign body came through the healon cannula and into the pt's os. Foreign body was removed by the surgeon.